Manufacturer narrative:
Results: manufacturer reviewed x-rays of implanted device. Conclusions: device malfunction suspected but did not cause a death or serious injury. Review of x-rays did not identify any gross lead discontinuities.

Event description:
Initial reporter indicated that their patient could no longer feel their vns magnet stimulation. The patient was evaluated and their vns testing showed the patient had high lead impedance. The patient's vns was programmed off and they are pending being scheduled for revision surgery. The patient does fall on the left side and turns his head extremely to the right when having a seizure. X-rays were reviewed at manufacturer that did not reveal any gross lead discontinuities in the portions of the lead visable.